Manufacturer narrative:
The customer reported smoke from their statspin vt and the motor seized. The customer inspected the unit and identified two connections on the main circuit board that were burnt. There was no smoke exposure to the customer and the fire department was not called. The unit was not reported to (B)(4) thus the cause of the burnt component could not be established.

Event description:
Customer reported smoke coming from their statspin vt unit.